Event description:
It was reported that the user was unsuccessful in connecting a freestyle libre 3 plus sensor to the ilet app, after which the user was instructed to apply a new sensor, and scanning was successful. No adverse clinical symptoms reported. Outcomes included no alerts or alarms from the device and successful sensor scanning after guidance. User support included troubleshooting and user education that pairing issues with the sensor and the ilet app would interfere with pump connectivity. Investigation of this case revealed device related error related to sensor pairing workflow, with device function restored after a new sensor was applied and no ilet malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was device related setup error.